Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, high impedance measurements were noted in the left ventricular (lv) lead. Visual inspection revealed an insulation issue in the lv lead. The lv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance and insulation damage were not confirmed. As received, a complete lead with two implant tool was returned in one piece for analysis. Visual inspection and x-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.